Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had received hardware low level failure alarm. Customer also received battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring=black. On 02/02/2022 customer called in with the following concern: patient got 2 errors of battery failed then pump error 63 and 4. Proceed it with the following testing to assure proper functionality of the device. A full download of the device will be done using (thump software). Device was set to proper time and date and monitored. Device will be tested against, self test, displacement test, sleep current measurement and active current measurement test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review pump error 63 alarm was recorded on (B)(6) 2022 (variableinfo = 15). File=2017 line=147. No failed battery alarms noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specification range. Per r&d findings pump error 63 and 4 were the cause of faulty twi interface on main/motor processor. Problem isolated to electronic assembly. Device also received with cracked keypad at select button. In conclusion, no failed battery alarms were noted during testing. All operating currents are within specification. Pump error 4 was the cause of pump error 63. Pump error 63 was the cause of faulty twi interface on main/motor processor. Isolates to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.